Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient was in clinic, there was trouble in interrogating the device. The patient mentioned that the device has a history of difficulty in interrogation. Device was implanted deep under the tissue. Patient was lie down but still interrogation was not completed as the telemetry bars were dropped. Different wand was used and then the device was interrogated completely.